Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 3.7; lab: 5.2. Date: (B)(6) 2013; 2.7; 4.3. Therapeutic range = 2.5-4.0. One hour between inratio result and lab.

Manufacturer narrative:
Investigation pending.